Event description:
The complainant alleged that during an inservice training demonstration the device would not power-up. The complainant indicated there was no pt involvement with this reported malfunction.